Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were observed. It was noted that a biopsy was performed prior to the ablation procedure. There were no patient complications reported in relation to this event.